Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: the black box showed the pump was without power on (B)(6) 2016 from 4:29am until 7:49am. The pump was in use for two days beyond the date of the reported complaint of no power with no further power interruptions. There was no damage found to the battery cap or compartment. The battery cap was able to attach securely to the pump and was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found internally. Correction to serial #. The correct serial number is: (B)(4).